Manufacturer narrative:
The patient's age was not provided. (B)(4). Approximate age of device ¿ 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a persistent driveline infection observed at the driveline exit site almost since the date of pump implant. The inline connector bend relief was dark colored with black spots underneath and fluid was present. Chlorhexidine was used to clean the exit site. No pain was reported at the exit site. No fluctuations in the patient's weight was reported. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the reported driveline infection cannot be conclusively determined. A direct correlation between the device and the reported infection could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.